Event description:
Instrument came apart during use. Segments had to be retrieved from pt's stomach.

Manufacturer narrative:
An investigation was initiated into the matter of, "instrument came apart during use and segments had to be retrieved from pt's stomach." The device was not available for eval and the lot number was not provided. Without the lot number, the device history could not be reviewed. No trend has been detected for this issue. Without instrument, cause for failure could not be determined or the issue confirmed.